Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll could not connect to the mating component. The following information was provided by the initial reporter: the luer lock tip of the syringe has a defect preventing the needle from being screwed onto the tip of the syringe. Proven consequences: the needle disconnects.

Manufacturer narrative:
Investigation summary: one sample was provided to our quality team for investigation. Upon inspection of the product, no damage or defects can be observed in the threading of the syringe, threading is well formed and there is no issues noted within the tip. A device history review was performed for reported lot 2104059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2104059 and found to be within specification. Testing was also performed on the returned sample and results were found to be within specification. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll could not connect to the mating component. The following information was provided by the initial reporter: the luer lock tip of the syringe has a defect preventing the needle from being screwed onto the tip of the syringe. Proven consequences: the needle disconnects.